Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 268 mg/dl and was addressed with an injection of insulin. The customer was unable to clear the alarm. The customer will use insulin injections and if the alarm is cleared, the pump, to manage diabetes.